Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms noted. Unit functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor slowing down noted during testing. Motor was tested outside the device and passed. Unit functioned properly. The insulin pump was received with cracked reservoir tube lip. Pump passed the delivery accuracy test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer has been experiencing blood glucose readings between 15 mmol/l and 18 mmol/l. Customer has talked to their healthcare provider regarding high blood glucose. Blood glucose was 11 mmol/l at the time of call. Self-test have been completed. The customer was assisted with troubleshooting for high blood glucose. Displacement test was not completed as the customer observed the motor appeared to slow down. Due to safety concern the device will be replaced. The product will be returned and customer would like to get a copy of letter of analysis.